Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported marker lumen blockage was not confirmed. The investigation was unable to determine a conclusive cause for the reported blocked lumen; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, the proglide device did not get bleed back through the marker port. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.